Event description:
A surgical coordinator reported that an intraocular lens (iol) was exchanged due to the lens having rotated out of position. The lens was noted to be more anterior compared to the normal setting which resulted in a myopic surprise. The coordinator also reported a calculation error which resulted in the 28.0 diopter lens being exchanged for a 23.5 diopter lens. In the opinion of the surgeon, the lens did not cause or contribute to the event. The event resolved following the lens exchange.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on 05/29/2012 and 06/15/2012 by phone, fax and mail. A completed questionnaire was received on 07/11/2012. Add'l info was received by phone on 07/16/2012 and 07/17/2012. (B)(4).